Manufacturer narrative:
The device was received for evaluation. During functional testing the device powered off without user input. The cause was identified to be a failed rear case which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered off without user input. No additional information is available.